Event description:
The report stated that near the end of a cystectomy, the surgeon was working on the dorsal venous complex when the ligasure impact handpiece locked up. It was pulled from the patient tissue but the tissue dividing blade protruded about 0.5 cm from the closed jaws of the handpiece. It did not lacerate any tissue or cut the patient or surgeon. The surgeon tried to pry the jaws open and could not so another ligasure impact handpiece was opened and the procedure completed. There was less than 500 cc's of blood loss total which is better than average for this procedure.

Manufacturer narrative:
Date of initial report: october 26, 2007. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.